Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the universal battery charger device had flashing blue lights. According to the report, the event was noticed intraoperatively when four battery devices were low on charge it was further reported that the system was used two weeks ago without any issue. After the procedure, the charger device was turned off and unplugged for a few minutes to see if it would reset but yielded the same result. It was reported that there was no delay during the procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the blue power led light is blinking. The assignable root cause was determined to be due to normal wear and servicing over time. This issue has been captured in a CAPA which details the limited possibility that the chargers could stop charging the batteries during the charging procedure indicated by the blue light flashing on the charger. If additional information should become available, a supplemental medwatch report will be submitted accordingly.